Event description:
This x-ray system shut down three times during a coronary procedure. The system had an error that digital processing not available and no storage space available.

Manufacturer narrative:
Eval method, results, conclusions - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (B)(4).